Event description:
Previous medwatch submission noted deflation. Upon further information, allergan has determined that the event of deflation did not occur against an abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device remains implanted. Device will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.